Manufacturer narrative:
Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient poc turned off when detached. As a result, the patient was hospitalized. The inogen team attempted to contact patient for further information three times with no response.